Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an pinched pulse wire in the rear therapy electrode r2. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.